Event description:
Revision surgery was reported due to pain.

Manufacturer narrative:
.

Manufacturer narrative:
The associated complaint device was not returned. A review of the complaint history shows no prior complaints for the listed lot. A review of the manufacturing record revealed discrepancies during the manufacturing process; however, per procedure the remainder of the order was 100% inspected. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.